Event description:
It was reported by service report that the foot side rail was stuck in the down position. It was further reported there was a reduction in brake force. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: brake plate kit. Bent glide rods.